Event description:
It was reported that a user experienced unexplained hyperglycemia while using the ilet, with a documented blood glucose of 343 mg/dl, and troubleshooting and education were completed per standard guidance. Symptoms included hyperglycemia. Outcomes included no reported long-term impact or hospitalization. Investigation included user-level troubleshooting and education. Investigation of this case revealed no confirmed device malfunction or component failure, and no specific contributing factor was identified. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.